Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the latch on the ultrasonic air sensor (uas) came apart and was not latching. The device was not changed out, as the customer has been using the sensor with a tie band. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequence to the patient.